Event description:
It was reported that an unk amount of spectrum pumps are alarming "upstream occlusion" when no occlusion is present (medication, programmed amount and delivery rate unk). No pt injury was reported. Baxter was made multiple attempts to obtain add'l event info without success.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.